Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was returned to vyaire for further evaluation. The reported issue could be confirmed and duplicated as the diaphragm seat was found not seated correctly. After replacing the diaphragm, the issue was resolved. The device was calibrated according to service specifications.

Event description:
The customer reported intermittent leakage from the blender assembly. The customer reported the first two times testing the blender, no leak was found. The customer reported when disconnecting the pressure from the inlets and pressurizing the blender from for the third time, the blender is leaking between the balance block. The customer reported when disconnecting the pressure a fourth time, there was no leakage. The customer reported the blender was recently sent to vyaire for maintenance in (B)(6) 2019. The customer reported there is no patient involvement associated with the event.